Event description:
Surgeon placed the last screw (16mm eagle) in the cervical plate at the left side c7 location. The screw drove all the way thru the bushing. The doctor left the screw in placed because he could not back it out without removing the plate and the screw was secure. Reported no adverse patient consequence as a result of this situation. If this were to recur and the screw be driven in too fair it could result in patient injury and as a result an MDR is being filed to document this malfunction.

Manufacturer narrative:
At this time no conclusion can be made. The device could not be returned for evaluation. The lot numbers are unk and a review of the device history records (DHR) could not be completed.